Event description:
Cryosurgical console system with cryotip was being used on a male pt for the removal of genital warts. The tip disengaged after a loud bang and hit the pt in the scrotum. There was a laceration and bleeding. After seeing the pt again the next day, it appeared to be healing with no bruising.